Event description:
Attorney reported: before 2003 - pt had surgery to repair a hernia on the right side using an marlex type mesh. In 2003 - pt had a composix kugel mesh patch implanted on the left side of abdomen. In 2008 - granuloma removed from the middle of abdomen. The pt developed another hernia between the two previous patches in the approximate location of the granuloma. In late 2008 - pt underwent laparoscopically surgery to repair new hernia. Due to the recurrent problems, repair area was new hernia area and of two previous hernias. Surgeons found a "large amount" of transverse colon adhered to the composix kugel patch. Corner of the composix kugel mesh has flipped over, allowing transverse colon to directly adhere to the area. The surgeons tried to dissect the colon down, but it was difficult to identify a plane and "the ring on the composix kugel mesh had failed and was sticking out in one area." The surgeons converted to an open. They "found that the kugel mesh wound need to be excised secondary to the ring that was broken" and the mesh was excised "all the way to the pt's left lateral side." Although it was incorporated into the abdominal wall, the right side patch was also excised due to a large amount of bulging. Eleven days later - pt readmitted with complaints of increasing abdominal pain, nausea and vomiting and, diagnosed as having a small bowel obstruction. In early 2009 - pt went to the ER suffering from two areas of erythema at the two incision points, which were incised and drained. The following month - pt treated for two wounds, where the incisions had not yet completely healed. Four days later - pt treated and there was a moderate amount of serosanguinous exidute.

Manufacturer narrative:
In 2003, hernia repair operative report states that the composix kugel mesh was "tailored" to the incision. The operative report does not include information on how the mesh was "tailored". Currently, it is unk whether or not the device, or if/how the device tailoring may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional information becomes available.